Manufacturer narrative:
Method: the device history records for the batch were reviewed. Although portions of the actual device were returned and imaged, the section of graft containing the "untied" or unraveled yarn was discarded and not returned to us for evaluation. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch. (B)(4).

Event description:
It was reported that during an aortic dissection repair, the surgeon found a yarn that was untied in the middle of the graft on the original 4 branch, 28mm graft. The physician cut and removed the untied part and tried to complete the operation, but the shape was not appropriate for the patient so they used a 1 branch, 28mm graft to finish the procedure. The untied part was discarded as soon as they cut it. The remaining section was returned for evaluation. There was not a significant blood loss since they changed 1 branch, 28mm graft immediately. The patient was placed in the ICU on (B)(6) 2010 and her status was reported as ok.